Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The device was received for analysis with a sheath partially loaded. The sheath could not be fully advanced due to raised distal stent struts; the sheath was removed with no issues. Deformation was evident to the proximal stent with struts raised. A kink was evident to the catheter shaft. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity rx coronary drug eluting stent, the stent deformed in vivo. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The stent was removed from the patient's body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.